Event description:
It was reported that the patient underwent a posterior lumbar interbody fusion surgery from l3 to s1 on (B)(6) 2011 using rhbmp-2/acs. Sometime postop, the patient reportedly experienced pain and weakness in her low back and lower extremities. In addition, the patient is unable to sit or stand for long periods of time. A lumbar MRI scan, performed on (B)(6) 2012, revealed increased spinal stenosis secondary to bony encroachment and fluid accumulation at the implant site.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.